Manufacturer narrative:
No serious injury reported. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged medical intervention. Malfunction not confirmed.

Event description:
The brake was allegedly defective and hard to press, causing the consumer to become unstable, fall and hit her head on the nightstand. No serious injury is alleged.

Manufacturer narrative:
(B)(4). Initial (B)(4) issued mfg report #1525712-2011-00128. The device, rollator model #65650, lot #mx101115 has been returned for an evaluation. The initial 3500a report indicated the manufacturer as unknown. The manufacturer is dangyang maxthai medical equipment. No serious injury alleged. Product was approximately 3 months old at the time of the incident. Consumer stated that brake was difficult to press. The left brake functioned correctly. The right brake handle was broken. It is unknown if the right brake functioned correctly prior to the fall or if the fall broke the brake handle. Failure to use the brakes while seated or attempting to sit could cause the rollator to shift or move away from the user and result in user instability and improper loading. The remaining damage to the rollator was likely due to the fall. Complaint history was reviewed and this is an isolated incident. Dealer stated that consumer alleged that the brake was hard to press, thus causing the user to become unstable and fall, hitting a nightstand. No medical intervention sought. User stayed in bed. No serious injury reported. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged medical intervention. Malfunction not confirmed.

Event description:
The brake was allegedly defective and hard to press, causing the consumer to become unstable, fall and hit her head on the nightstand. No serious injury is alleged.